Manufacturer narrative:
At this time, the log files to the event cannot be obtained. Due to the file no longer being available, no further evaluation can be completed at this time.

Event description:
Customer reported the patient was connected to the bellavista 1000e ventilator for high flow oxygen therapy (hfot). The customer reported cleaning the machine with meliseptol and wanted to reduce the oxygen (o2) setting. The customer reported when pressing the o2 button twice, with no response. After that, the display turned black, the leds flashed red / orange, and the buzzer alarm tone was active. The customer reported ventilation continued but it was not possible to read settings and switch off the machine. The customer reported the machine was replaced while the patient was temporarily supplied with oxygen via nasal prong. The customer reported there is no patient harm associated with the event.